Event description:
Caller reported blood glucose results of 275 mg/dl, 162 mg/dl, 135 mg/dl, and 155 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent. Meter passed valid control tests, was not replaced or returned.